Event description:
It was reported that there was high threshold and that an insulation break was observed. The physician had made an additional cut to the insulation during explant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached cut; full lead returned and analyzed.